Event description:
It was reported to philips that the system intermittently powers on and off, cannot send images, and a burning smell was detected from the cooling closet. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.